Event description:
It was reported that the ultrasound scope presented acecide checked, had not been performed for 2 months. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, the concentration of the acecide not being checked was likely due to not following the instructions for use (IFU). - the event can be detected/prevented by following the instructions for use which state: handling and general precautions(warning) clean and disinfect (or sterilize) the equipment according to chapter 7 of this instruction manual before storing it. Using equipment that has not been properly or completely cleaned, disinfected (or sterilized), or stored improperly may result in infection for the patient or operator. - 5.2 importance of cleaning, disinfection, and sterilization the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment and have a thorough understanding of the following items. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.